Event description:
It was reported that shortly after a pocket revision and unrelated left ventricular (lv) lead replacement procedure the right ventricular (rv) lead defibrillation and superior vena cava (svc) defibrillation impedance increased to out of range, high values and there was a warning for rv lead pacing impedance. The rv lead tones and high voltage therapies were programmed off and remained in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead implanted (B)(6) 2025 5867as adaptor implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.